Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of damaged drive shaft was confirmed. During service, the device the driver shaft was found to be damaged. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service damaged drive shaft was noted. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.